Manufacturer narrative:
A company service rep checked both of their systems, and found they met specifications. Components, and three third party handpieces being returned for evaluation. The customer requested that the handpieces be returned to them after testing. Investigation, including root cause analysis, is in progress. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, november 1996, vol 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer.

Event description:
The facility initially reported a corneal burn had occurred with one of their two systems. Additional information received stated that this patient was prepped, and an incision had already been made. The surgeon was mid-procedure when the first system stopped; tubing and handpieces were switched out, but they were unable to continue using the system. A second system was brought to finish the case. The second system was set-up for phaco mode, and the surgeon reported that this system was unable to perform functions. The surgeon sutured the wound closed, a 0.5 ml of gentamicin was injected beneath the tenon capsule antibiotic ointment was applied beneath the lids. A patch was applied to the surgical eye and the surgeon gave orders to transfer the patient to another hospital, where the procedure was completed by another surgeon that day. One case after this was cancelled.